Event description:
It was reported the implantable neurostimulator (ins) was explanted due to it eroding through the skin. The patient did not realize the ins was eroding through the skin, rather, the doctor noticed that it was eroded during a routine visit. Cultures were negative for infection. The ins, anchors, and leads were removed. It was noted the patient had been getting pain relief with the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the patient was doing great after explant.